Event description:
It was reported that during a lap cholecystectomy procedure, the cystic artery was severed due to the clips scissored. Bleeding occurred, but no blood products were required. The case was completed with another device. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.